Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a routine device implant procedure, the patient implanted with this device system experienced up to ten seconds of pacing inhibition. The physician had reportedly experienced difficulty in connecting the chronic right ventricular (rv) lead pace/sense portion into the header of the device. The lead measurements were notedly to be within acceptable limits. The device was interrogated noise was seen in an isolated episode, stored as oversensing non-physiologic signal. Technical services was consulted and discussed the likelihood of air bubbles being present. A fluoroscopy was performed and it was believed that the rv terminal pin was not completely inserted through the device connector block. A revision procedure was performed and the lead was disconnected and re-connected and the terminal pin was clearly observed through the connector block. No other adverse patient effects were observed.